Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of their pd treatment. The patient reported receiving a not draining alarm during drain 0 of 3 of treatment and the treatment was cancelled. The patient was not empty. The blue pin that is closest to the patient was pushed in and the patient line clamp was opened. The cycler was draining to drain line that runs to the sink. The patient re-setup three times using a different cassette from the same box but same bags. Patient then received a patient line blocked message during fill 1 of 4 of treatment. Again, it was noted that the patient line clamp was open and the stay safe connector blue pin was pushed in. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was advised to cancel treatment and re-setup with new supplies and to be careful to not press the blue pin. Upon follow up, the peritoneal dialysis nurse (pdrn) reported that the patient did not mention a fluid leak but stated that there was an issue with the blue pin during treatment. Stated that it might have been accidently pressed or pushed in. Stated that the pdrn saw the patient the day after the reported fluid leak at the clinic and noted that the patient had a large negative uf and was able manually drain and fill the patient without issues. The patient had tiny fibrin so the pdrn gave the patient heparin. Confirmed that the patient has been continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the fedex tracking number was verified and no information was found that the customer sent the sample. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of their pd treatment. The patient reported receiving a not draining alarm during drain 0 of 3 of treatment and the treatment was cancelled. The patient was not empty. The blue pin that is closest to the patient was pushed in and the patient line clamp was opened. The cycler was draining to drain line that runs to the sink. The patient re-setup three times using a different cassette from the same box but same bags. Patient then received a patient line blocked message during fill 1 of 4 of treatment. Again, it was noted that the patient line clamp was open and the stay safe connector blue pin was pushed in. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was advised to cancel treatment and re-setup with new supplies and to be careful to not press the blue pin. Upon follow up, the peritoneal dialysis nurse (pdrn) reported that the patient did not mention a fluid leak but stated that there was an issue with the blue pin during treatment. Stated that it might have been accidently pressed or pushed in. Stated that the pdrn saw the patient the day after the reported fluid leak at the clinic and noted that the patient had a large negative uf and was able manually drain and fill the patient without issues. The patient had tiny fibrin so the pdrn gave the patient heparin. Confirmed that the patient has been continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of their pd treatment. The patient reported receiving a not draining alarm during drain 0 of 3 of treatment and the treatment was cancelled. The patient was not empty. The blue pin that is closest to the patient was pushed in and the patient line clamp was opened. The cycler was draining to drain line that runs to the sink. The patient re-setup three times using a different cassette from the same box but same bags. Patient then received a patient line blocked message during fill 1 of 4 of treatment. Again, it was noted that the patient line clamp was open and the stay safe connector blue pin was pushed in. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was advised to cancel treatment and re-setup with new supplies and to be careful to not press the blue pin. Upon follow up, the peritoneal dialysis nurse (pdrn) reported that the patient did not mention a fluid leak but stated that there was an issue with the blue pin during treatment. Stated that it might have been accidently pressed or pushed in. Stated that the pdrn saw the patient the day after the reported fluid leak at the clinic and noted that the patient had a large negative uf and was able manually drain and fill the patient without issues. The patient had tiny fibrin so the pdrn gave the patient heparin. Confirmed that the patient has been continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.